Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was reported that the procedure time was about one hour longer than planned due to this problem. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and found that the reported phenomenon could not be duplicated. The log data of the subject device showed no errors. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based upon the investigation result, omsc surmised that the reported phenomenon occurred due to poor contact inside the subject device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the pancreaticoduodenectomy with the orbeye surgical microscope ome-v200, led light source ome-l200 and foot switch maj-2301, a microscope error e116, e117 appeared and the autofocus and electric zoom of the microscope did not work. The user completed the procedure by manually adjusting the zoom and focus. The procedure time longer than planned due to this problem. The microscope was used to assist in suturing and to share the surgical field with surgical staff. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for ome-v200.